Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button was unresponsive and customer's blood glucose (bg) was elevated (value not provided). Reportedly, customer reverted to using manual injections for insulin therapy. Customer declined tandem technical support's (cts) offer to perform a pump system check and abruptly disconnected from call with cts prior to providing additional information.